Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide details the proper steps for disconnecting and reconnecting during therapy. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 3 of 4. The home patient (hp) had disconnected from the cycler to use the restroom. The hp did not use aseptic disconnect procedure and the hc alarmed se 2240. The caregiver (cg) received information from a baxter technical service representative (tsr) on how to cycle the hc machine to clear the alarm. The se 2367 (fail safe shut down) came up and they ended therapy. The tsr advised the hp they would need to start over with new supplies and contact the registered nurse (rn) about the air. The cg stated the hp was not going to start therapy over. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.